Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented to the hospital for a scheduled left ventricular (lv) lead's revision procedure due to high capture thresholds. Upon opening the pocket, infection was noted, and the left side was occluded. The physician decided to remove the pulse generator and the right atrial (ra) lead. The lv lead was not able to be removed due to patient's anatomy and the patient being dependent. A new cardiac resynchronization therapy pacemakers and a new left ventricular (lv) lead were implanted. The patient had no adverse consequences.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.